Event description:
The customer reported that there was a generator error. The system automatically shuts down when the occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The I/o (input/output) transition pcb and controller ribbon cable were replaced. The universal node and generator cpu were also replaced. The flash memory and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.